Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the white foreign material in the air/water cylinder and the air/water tube could not be established. For the gap in the adhesive area between the server plug-in (z-block) and the distal end, the chip in the adhesive around the objective lens, and the corrosion observed on the universal cord, the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited white foreign material in the air/water cylinder and the air/water tube. A gap was noted in the adhesive area between the server plug-in (z-block) and the distal end, and the adhesive around the objective lens had a chip also the universal cord showed signs of corrosion. There was no patient involvement.